Manufacturer narrative:
The suspect device has been discarded. A device evaluation is not available; therefore, the cause of the reported balloon burst cannot be determined. A review of the device history record (DHR) of the reported lot revealed no anomalies. A search of the complaint database revealed that one additional complaint for this lot, reported by the same customer for the same issue (see associated MFR report 3005099803-2008-04256). The july 2008, 15-month gi retrieval balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this MFR report pertains to the first of two events that occurred during the same procedure. Refer to associated MFR report #3005099803-2008-04256 for a description of the second event. An extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure in 2008. According to the complainant, the extractor rx retrieval balloon would not inflate, due to a "burst." The physician attempted to complete the procedure with a second extractor rx retrieval balloon.